Event description:
A pt reported blood glucose results of 202mg/dl with a lifescan meter and 165mg/dl on a laboratory device, performance within 10 minutes of ech other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy.